Manufacturer narrative:
Concomitant medical products: 1882tc lead, implanted: (B)(6) 2012. 4965-35 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt). The cardiac resynchronization therapy defibrillator (crt-d) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.